Event description:
It was reported that the patient presented in clinic for generator upgrade and initial right atrial (ra) lead implant. During procedure, the ra lead exhibited no p wave and impedance measurements. It was also noted that the ra lead exhibited high capture thresholds despite multiple repositioning attempts. The ra lead was not implanted, and a replacement lead was attempted to be implanted. The replacement ra lead exhibited the same sensing and impedance measurement issues but were resolved once plugged into the device. The ra lead was implanted successfully. A chest x-ray was performed post-operation and revealed that the patient experienced pneumothorax during final repositioning of the ra lead. The patient was placed on oxygen treatment. The patient was eventually stable.